Event description:
It was reported occlusion alarms occurred. There was no adverse impact to the customers blood glucose level. The customer changes supplies and resumed insulin therapy. However, troubleshooting was exhausted and a replacement pump was sent to resolve the issue. The customer reverted to manual dose injection. Reportedly, the customer used cold insulin as well as room temperature, cold insulin use is considered off label use.